Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) found that the 5000 hours preventive maintenance kit was defective. The fse replaced the defective 2500 hours preventive maintenance kit and safety disk with new spare parts. The units augmentation is good and is working satisfactorily in both ac mains and battery. The unit was handed over to the customer in good working condition.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) units augmentation is low. There was no patient involvement.